Manufacturer narrative:
An inoperable pulse generator was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis.

Event description:
Additional information received indicates that surgical intervention was undertake on (B)(6) 2024, where the ipg was explanted and replaced. Therapy was restored post-op.

Event description:
It was reported the patients ipg became inoperable following an unrelated surgery where the ipg was not put into surgery mode. Surgical intervention may be taken to address the issue at a later date.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.